Event description:
It was reported that the patient received inappropriate shocks as a result of high impedance. The lead was removed destroyed at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.